Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that screen froze and failing self test. When restarted the self test failed error message went away. Troubleshooting tried plugging it into the wall by itself. It was plugged into a surgical wall with other items plugged into it at the same time. When moved to its own outlet it failed self-test. When checking about how power input will make the system act different the biomed saw that the power cord had a hole in. The rubber portion was melted away. There was no patient involved.